Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the device broke off in patient. Visual inspection shows the connector was received with the s-clamp unhooked from the s-hook. Components were not received broken but were loose. Internal investigation indicates the failure cause for upper s-clamp coming loose or breaking is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported top part of device broke into the patient. Broken pieces were removed from the patient. A backup device was available to complete the procedure. No patient injuries were reported.